Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The customer returned seven unused sterile proglide devices for evaluation with the same part (12673-05) and lot number (30318k1), as the complaint device. All seven devices were deployed and performed according to specifications. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, the foot could not be parked/retracted and resistance was encountered retrieving the device. An additional dose of local anesthesia was given to the patient and the device was removed using a standard removal technique. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. Once the device was removed from the anatomy, an attempt was made to park/retract the foot, but was unsuccessful as incomplete lowering of the retractable feet prevented the footplate from being fully retracted/parked. It was not specified if the operator was trained in the use of the perclose proglide device. No additional information was provided.